Event description:
Hcp reported the patient developed a catheter infection that cultured positive for staph epidermidis. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.